Manufacturer narrative:
(B)(4).

Event description:
Procedure type: lap inguinal hernia. According to the reporter: the balloon from part 2 of the system did not open. They had to remove whole trocar. The surgeon opted for not using the device at all. There was no report of pieces falling into the cavity or impacting the pt. No add'l bleeding and no tissue damage were reported. The operating time and incision were not extended as a result. A new instrument was used to complete the procedure. No pt injury was reported.